Event description:
Patient presented to stroke unit on (B)(6) 2009, with right ica and possible mca occlusion. The immediate ica occlusion was treated with the merci device, and as stated in the procedural report the "merci was not successful and made the occlusion worse". The physician switched to the penumbra 41 microcatheter to recanalize the mca and the aca. A total of 12 mg of tpa were also used during the procedure, with the total reperfusion score of tici 2b following intervention. The day after the procedure, (B)(6) 2009, the patient suffered from edema with midline shift reported with "uncertain" relationship to the penumbra device and angiographic procedure. This event was reported as "not serious" in the electronic database (edc), mild in severity, and resolved prior to patient discharge. The patient also suffered a petechial hemorrhage 6 days post procedure with an "uncertain" relationship to the penumbra device and procedure. The event was mild in severity, not considered serious, and resolved. The patient was discharged on (B)(6) 2009, to rehab and later had an mrs of 1 for the 90 day follow up without any other adverse events. The coordinator initially reported these events in the edc on (B)(6) 2012 and was unable to clarify these relationships. Following one month of constant follow up, she confirmed on (B)(6) 2012, that the relationship remained "uncertain" and provided additional imaging information.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated event associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during a review of stroke cases for a penumbra (B)(4) study ((B)(4)). The information regarding this event is limited by the procedural reports provided by the hospital. Devices not retained.